Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was evaluated in the laboratory, this complaint was not confirmed because no defects were found in the sample received. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported to baxter that a home patient (hp) found a gap in between minicap and transfer set even though it is screw tight, a hair can slip inside the gap. There was patient involvement. But no patient injury or medical intervention was reported along with this complaint.